Event description:
Customer reported, system is displaying interlock broken error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the relay pcb and the system interface pcb. System operates as intended.